Event description:
After pt tubing was changed there was a leak between the bacterial filter and the new tubing on the inspiration side. This caused a loss of tidal volume from 700 ml to 350 ml. The ventilator did not alarm. The pt's vital signs were adversely affected, but returned to normal after bagging with 100% oxygen. The ventilator passed all performance tests. The ventilator was operating in simv mode with a tidal volume of 700 ml and a respiration rate of 14 bpm. The low minute volume alarm was set at 2.0 lpm. This setting was too low for a pt getting at least 9.8 lpm.